Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 164 mg/dl at the time of the incident. The insulin delivery was suspended due to the difference between the sensor glucose and blood glucose. The customer stated that the sensor value that triggered the suspend on low or suspend before low event was 80 mg/dl. The suspend on low limit in sensor settings was 80 mg/dl. The customer also reported blood at site on the previous sensor. The customer reported the difference occurred with the current sensor. The sensor will be returned for analysis.